Manufacturer narrative:
A lens work order search was performed and no similar complaints were found within the work order. Conclusion based on the complaint history and the work order search, a specific root cause of the event could not be determined. It should be noted that the lens, injector, cartridge and foam tip plunger were not returned for evaluation. PMA# is p030016

Event description:
The surgeon inserted an micl12.1 implantable collamer lens in 2006. The lens was explanted 3 weeks later due to excessive vaulting and a cataract had developed. The cataract was removed and an iol wa implanted. The reporter indicated this was due to surgeon learning curve issues and lack of experience. At a post operative visit, the patient's best corrected visual acuity was 20/25. This is one of two lenses for the same patient see MFR 2023826-2006-00823.